Manufacturer narrative:
The customer¿s report of the IV tubing becoming detached from the patient-end connector was confirmed. Visual inspection noted that the extension tubing was no longer attached to the patient-end connector/collar components. Closer examination showed that the edge of the disconnected tubing had a clean, finished appearance. There was faint evidence of bonding solvent around the end of the tubing, though none was observed inside the male luer. The root cause of the separated tubing was determined to be insufficient solvent at the connection site.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that an rn noticed the patient's IV tubing was completely separated and on the floor. The statlock was still secure to the patient but the tubing was severed directly posterior to the statlock. There was blood noted on the patient's gown. The rn flushed the line with ns resulting in a sluggish blood return. The rn was about to start tpa administration when the line was noted to have good blood return. New IV fluids were started without incident. There was no patient harm reported.